Event description:
MFR received a user facility report reporting an incident where "pt received 400mg of dobutamine IV over 2 hours. Pt was ordered to receive 88mg of dobutamine over 8 hours." The facility reported that the pt was in for an outpatient procedure. As a result of the overinfusion, the pt was admitted and observed overnight. No pt injury or adverse outcome was reported. No add'l info is available.